Event description:
The healthcare professional reported that during an endovascular embolization procedure, a cereglide 71 catheter and an axs vecta 46 intermediate catheter (stryker) were used concomitantly. Devices were prepared and the procedure was initiated. The guiding catheter was placed near the origin of the internal carotid artery (ica). After the 95cm emboguard 87 balloon guide catheter (bgc) (bg8795u / 9686548) had been placed at the origin of the ica, the emboguard bgc became kinked ¿probably when the inner catheter was withdrawn.¿ it was reported that there was no negative impact to the patient. It was not known if a continuous flush had been maintained during the procedure. On 11-nov-2025, additional information was received. The information indicated that the procedure was targeting an occlusion in the m1 segment of the middle cerebral artery (mca). The emboguard was positioned with a small portion entering the ica. The first pass was made with a red 62¿ reperfusion catheter (penumbra) and a trevo® stent retriever (stryker). The red 62 catheter and the trevo stent were withdrawn through the emboguard bgc. It was reported that ¿at that time, the tip of the red 62 reperfusion catheter was found to be slightly bent. It was also found that the emboguard was bent. It is probable that because the emboguard did not advance to a sufficiently high position in the internal carotid artery (a position less prone to bending), red62 bent slightly during withdrawal together with the emboguard. The bend was about 15 cm from the catheter tip.¿ the additional information indicated that there was no calcification, the vessel was slightly tortuous. There was a break in the material integrity at the site of the kink. On 13-nov-2025, additional clarifying information was received. The information clarified the event as follows: ¿the procedure was an endovascular treatment of an m1 occlusion.¿ per the healthcare professional, the guiding catheter and the cereglide 71 were placed around the origin of the ica. Then the emboguard bgc was placed around the origin of the ica; the issue with the emboguard occurred around the origin of the ica. There was no issue with the cereglide 71 catheter. Based on the additional information received on 11-nov-2025, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (9686548) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.